Manufacturer narrative:
Product complaint #(B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch report: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: as reported by the field, during an endovascular embolization, an EU 4.5x28mm stent 12 mm dw tip intracranial stent (enc452812, 8546184) became impeded in introducer and could not be pushed into microcatheter. The physician removed the stent and the prowler select plus 150/5cm microcatheter (606s255x, 31211760) from the patient and switched to new devices to complete the procedure. The surgery was prolonged about 10 minutes. No patient injury was reported. Additional event information was received on 08-nov-2024 indicating that they were not able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. The 10 minutes procedural delay was not clinically significant. A non-sterile prowler select plus 150/5cm microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no appearance of damages was observed. The catheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). The catheter was flushed with a lab-sample syringe, then, a lab-sample 0.020-inch guidewire was inserted through the hub and attempted to be advanced to the distal end; however, high resistance was met at 118.0 cm. The microcatheter was dissected, and a blood coagulum was found blocking the microcatheter. A manufacturing record evaluation was performed for the finished device 31211760 number, and no non-conformances related to the malfunction were identified. The complaint is confirmed based on the blood coagulum residues found. It is suggested that an adequate saline flush was not maintained, and that could lead to an occlusion that could had prevented the concomitant stent for advancing through the microcatheter since according to the risk documentation insufficient flushing can lead to the microcatheter to become unusable. Additionally, no physical damages were noted on the microcatheter. With the information available and the evidence obtained from the returned device, there is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. The instructions for use (IFU) contain the following caution: ¿ if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during an endovascular embolization, an EU 4.5x28mm stent 12 mm dw tip intracranial stent (enc452812, 8546184) became impeded in introducer and could not be pushed into microcatheter. The physician removed the stent and the prowler select plus 150/5cm microcatheter (606s255x, 31211760) from the patient and switched to new devices to complete the procedure. The surgery was prolonged about 10 minutes. No patient injury was reported. Additional event information was received on 08-nov-2024 indicating that they were not able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. The 10 minutes procedural delay was not clinically significant.